Event description:
It was reported that the patient had an infection at the pocket site and the device was scheduled to be removed on (B)(4) 2012. The health care provider (hcp) wanted to salvage the leads and leave them internalized. It was thought that the patient had been treated for the infection for "sometime" after implant, but it had not resolved. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 74002, lot# n247787, implanted: (B)(6) 2012. Product type: adapter: product ID 3887-33, lot# j0007968v, implanted: (B)(6) 2000. Product type: lead: product ID 3887-33, lot# j0007968v, implanted: (B)(6) 2000. Product type: lead: product ID 3887, lot# j0007968v, implanted: (B)(6) 2000. Product type: lead: product ID 3887, lot# j0007968v, implanted: (B)(6) 2000. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).